Event description:
The end-user purchased a shower chair to use while his foot was healing. While using the shower chair, the leg snapped and the user forcefully hit the bottom of the shower, crushing his foot & causing the need for surgery. Pins and screws were inserted.